Event description:
It was reported that during a lobectomy, the device was reloaded and the jaws would not close, the head just rotated. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.